Event description:
On (B)(6) 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. On (B)(6) 2010, the technical service representative (tsr) spoke with the patient's daughter-in-law to obtain and verify information, as the patient was not available. Since (B)(6) 2010, the patient claimed she obtained blood glucose readings on the reported meter that were inaccurately high. On an unspecified date, the patient obtained the blood glucose reading of 134 mg/dl on the reported meter, and a laboratory result of 89 mg/dl. At that time, the patient was experiencing the symptom of weakness. On (B)(6) 2010 at 12:00 midnight, the patient became unconscious. A family member tested her blood glucose level to be 40 mg/dl, using the reported meter. The family member attempted to treat the patient with sugar. Emergency services were contacted, and the patient was transported to the hospital. No information was available as to the patient's blood glucose level as tested by the paramedics or the treatment given. The patient was admitted to the hospital; her admitting diagnosis was not provided. Prior to the onset of the symptoms, the patient had taken her usual oral diabetes medications, and was not experiencing any other medical illnesses. No information was available as to the meals taken or blood glucose readings obtained prior to the hypoglycemic event. The patient's expected blood glucose readings range from 100 mg/dl to 120 mg/dl. The meter and control solution were replaced. It would have been helpful to determine the patient's blood glucose readings, meals and actions taken prior to the onset of symptoms. The patient allegedly became unconscious while using the reported meter and getting allegedly inaccurately high readings, and received emergency medical attention and treatment. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 (03/03/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 3/16/2011: the lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.